Event description:
During a follow-up two vf episodes were noted. The stored egms indicated noise which caused oversensing and resulted in the inappropriate diagnosis of vf and charging. The patient will be monitored. The lead remains implanted.

Manufacturer narrative:
The lead was returned cut into two pieces at 11.1cm from the connector pin. Analysis found internal abrasion at 3.6cm to 4.6cm from the distal end. The efte insulation was abraded at this location and the metal wire was exposed. The insulation and metal exposure would cause the reported oversensing and noise. Further insulation abrasions underneath the rv shock coil were noted between 3.4cm and 5.5cm to 5.7cm from the distal end.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that the lead was explanted.